Manufacturer narrative:
As per the biomedical technician, the reported issue occurred about two weeks prior to (B)(6) 2018 when the complaint was reported.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a "boot disk" error occurred. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported issue was not verifiable. Per the user facility's biomedical technician (bmet), the unit was sitting in their warehouse and will not be returned for evaluation or repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.